Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's stimulation would turn on and off with position changes in certain situations. It was clarified to mean that the patient's stimulation increases and decreases with positional changes. The patient stated that this was occurring while they were driving. They will not feel stimulation for 3-4 seconds and then it will come back again. It was reviewed how to change angle sizes with adaptive stimulation (as) in case the patient was changing positions while driving. The patient was not using cycling. The issue was reported to have started 1-2 months ago. The rep reported they would look at changing the as settings to try to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on april 3, 2020. They noted they had confirmed the following information with the physician and the patient. It was reported that the cause of the stimulation increasing and decreasing was not determined. An attempt to widen the adaptivestim angles was made, but the patient was still experiencing intermittent interruptions with their stimulation when changing positions. The patient was going to keep track of any patterns and length of shut off time. The rep plans to meet up with the patient to review the data and for reprogramming after the covid-19 restrictions are lifted. No further complications were reported or anticipated.